Event description:
It was reported that there was early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-35 implantable pacing lead, (B)(6) 2009; 5076-45 implantable pacing lead, (B)(6) 2008; 305u25 implantable tissue valve, (B)(6) 2009. (B)(4). Evaluation summary: the device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.